Event description:
The customer reported to their baxter sales representative (bsr) of six (6) separate situations with six different patients where the IV tubing of the clearlink continu-flo 4-way stopcock extension set, product code 2c6254, lot number ur10c26064, became disconnected at the stopcock. It was reported that there was no patient injury or adverse event due to the condition. No additional information is available.

Manufacturer narrative:
Sample availability is unknown at this time. Should the sample be returned /evaluated or additional information becomes available, a follow up medwatch will be submitted.(B)(4).

Event description:
Literature: faucheron jl, voirin d, badic b. Sacral nerve stimulation for fecal incontinence: causes of surgical revision from a series of 87 consecutive pts operated on in a single institution. Dis colon rectum. Nov 2010;53(11):1501-1507. Summary: the purpose of this study was to investigate the causes of surgical revision following sacral nerve stimulation in consecutive pts who had rec'd implants. From (B)(6) 2001 to (B)(6) 2009, (B)(6) pts ((B)(6) women) of mean age 56 yrs were operated on for neurological (n=104) or idiopathic (n=19) fecal incontinence. Eighty-seven pts (B)(6) had a positive test and underwent stimulator implantation. Any stimulator dysfunction was prospectively studied. Among the (B)(6) pts, (B)(6) had surgical revision of the device for the following reasons: device-related failure due to infection, electrode displacement or breakage, and dysfunction owing to impedance increase of the system; adverse stimulation with pain; battery depletion either of generator end of life or MRI; and loss of clinical efficacy. Among the (B)(6) pts, (B)(6) had removal of the stimulator during f/u. Reportable event: it was reported that one pt (a (B)(6) female) developed a suppuration infection; she was obese and had diabetes that had not been stabilized. Despite the fact that the infection was obvious at 1 month, the pt insisted on keeping the stimulator for 9 months because the procedure was effective. The hcp convinced her of the necessity to remove the device; a new device was implanted successfully 11 months later, with efficacy. The source literature did not specify which device models were used.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation, however, a batch review was performed on the reported lot and no deviations were noted.